Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the morning of (B)(6) 2025, the patient started vomiting. Her cgm was reading high or over 300mgdl. She ate her breakfast and administered 10 units of insulin using her pump in manual mode. The cgm was reading around 380mgdl the whole day and she was still vomiting up to the point she started to experience stomach pain. In the evening, she administered 8 units of insulin using her pump in manual mode, but she was still feeling nauseous and vomiting. The patient did not checked her bg at home. Her daughter drove her to the ER around 10:00 pm. At the ER her cgm was reading around 380mgdl while the bg was showing high with no number. She was told that the bg high means more than 500mgdl. She was not informed about the exact bg value from the blood work just that it was high. They administered insulin drip and other medications for vomiting and stomach pain which she could not recall. She stayed at the hospital until (B)(6) 2025 at 05:00 pm. The patient stated that her manual bg was checked before she was discharged but she could not remember the value. She stated that her cgm was reading 100 points higher than the manual bg. She was feeling fine before she went home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It was reported that upon discharge, the cgm was reading 100 points higher than the manual bg meter reading. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.